Event description:
My wife passed away (B)(6) 2010. She had breast implants (B)(6) 2009. In (B)(6) 2010, tests showed she had lymphoma (burkitt). She was treated from (B)(6) 2010 to her time of death. The implants were removed (B)(6) 2010. Both implants had cancer cells. (Large). My wife was always in good health during her life.